Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the one touch ultra meter was prompting the battery indicator intermittently with insertion of a test strip. The pt alleged that the reported issue began on (B) (6) 2010 at 4:00 pm. As a result of the reported issue, the pt reported eating less food/drink. Following the onset of the issue, the pt described feeling sweaty and almost passing out. The pt was unable to recall how much time had passed between the time the product issue first occurred and the start of the symptoms. The pt did not seek any treatment. According to the troubleshooting performed with customer service, there was no misuse of the product. The pt was unable to recall when the battery was last replaced. Replacement products were sent. This complaint is being reported since the pt developed symptoms suggestive of hypoglycemia following the onset of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.